Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black dot in screen that was bigger and covering up important information. The customer¿s blood glucose level was unknown. The customer also reported that transmitter and pump were not communicating at the moment. Customer stated the pump was neither dropped nor bumped. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked bleeding lcd noted.